Manufacturer narrative:
Product event summary: it was confirmed that the programmer would not update software. It was additionally found that the programmer's stylus would not calibrate properly. The system fan was found to be noisy, and the power cord bay door was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to update the programmer, but the update would not progress either when using a universal serial bus (usb) or by cable. The programmer has been returned to service, was analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.